Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy3773 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported via medwatch report "a 3 fr provena powerpicc began leaking from hub where clave attaches. Line had to be removed and a #4 fr powerpicc inserted."